Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic. Upon interrogation, the right ventricular lead was oversensing noise. The patient did different arm movements but could not reproduce the oversensing. The device was reprogrammed. The patient was not pacemaker dependent and was not symptomatic during the check.